Event description:
It was reported to medtronic minimed that the customer experienced the pump turning off on it's own, and reported a blank display, pump error 63. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved products mmt-244a, mmt-332a, and mmt-1884. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. The customer reported a blank display. The customer was not using the correct battery cap for the pump they are using. Customer requested spare battery cap. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-244a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly and no blank display, pump error 63 alarm or power loss alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 63 alarm found in the pump history file/trace on 09-jun-2024 at 16:58:12 with variable (15). Pump error 63 alarm due to hardware error (line number 147 file number 2017). (4) failed battery test alarms found in the pump history file/trace on 09-jun-2024 at 16:58:15, 16:58:30, 16:58:42 and 16:59:54. No unexpected power loss alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay. No physical damage to the battery cap noted. Blank display not confirmed. Unexpected battery power loss alarm not confirmed. Battery cap broken/cracked/damaged not confirmed. Pump error 63 alarm due to hardware error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.